Event description:
Customer reported she was having issues with sensor readings. Customer stated they were inaccurate and the insulin pump kept alarming calibration error and going into threshold suspend. Customer did not recall sensor and blood glucose values. Customer did state her blood glucose would go high after the device suspended. Event occurred while customer was sleeping. Customer declined troubleshooting. Customer was advised to try to avoid sleeping on the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.